Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, evidence of contamination was found under the contrast key contact. The keypad cover was returned intact with no peeling or damage and all keypad buttons responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.